Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual inspection noted one nasogastric statlock was received with the original package. Visual evaluation noted the pad adhesive protective layers were missing on return. The pad did not feel tacky. Although the reported event was confirmed a root cause could not be determined. However a potential root cause for this failure mode could be due to incorrect set up of spindle loose or tension or edge guide or incorrect adjustment or material slitting was not correct. The product was not used for diagnosis or treatment. The the product did not meet the specifications and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications: known tape or adhesive allergies. Warnings and precautions: avoid contacting the statlock device with alcohol or acetone, both can weaken bonding of components and the statlock device pad adherence." Corrections: d h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the tape was found to peel off from the statlock upon opening the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tape was found to peel off from the statlock when the package was opened.